Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Since no discrepancy was reported for the time of pre-operative functional check, which is required as per IFU, and as per further details given ¿ instrument tested intraoperatively once the nail was in place, test conclusive¿ it could not be excluded that it is rather linked to intraoperative steps performed during course of surgical procedure. However, no further technical or medical statement could be made and an exact root cause could not be given. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported that "product: stryker t2 ankle nail description of incidents: ankle arthrodesis procedure using stryker t2 nail loaner instrument. Nail assembly and verification of locking guide alignment by the surgical technician in the presence of the surgeon. After nail insertion, difficulty locking, presence of iron filings on the drill bit used. X-ray check: locking barrels better aligned with the nail holes. Removal of the locking guide and manual locking. Impact: increased x-ray radiation, increased number of drill holes."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The customer reported that "product: stryker t2 ankle nail. Description of incidents: ankle arthrodesis procedure using stryker t2 nail loaner instrument. Nail assembly and verification of locking guide alignment by the surgical technician in the presence of the surgeon. After nail insertion, difficulty locking, presence of iron filings on the drill bit used. X-ray check: locking barrels better aligned with the nail holes. Removal of the locking guide and manual locking. Impact: increased x-ray radiation, increased number of drill holes."